Event description:
Atrial dipoiar iead imp warning, possi0ie intermittent loss of atrial capture noted on current egm (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).